Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to customer's blood glucose level. The customer declined assistance from tandem customer technical support regarding the issue.